Event description:
Cardioquip service was notified that a cardioquip technician inspected the internal tubing of this device as part of an annual pm. They took pictures of the internal tubing, and submitted them to cardioquip for review. Cardioquip director of operations and epidemiologist reviewed the pictures and recommended that additional water testing be performed before an internal water pathway replacement is recommended.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on 08/03/22. The customer was notified again via email on 10/02/2022. Hpc test results that were outside cardioquip's specifications were attached. As of the date of this report, there has been no response to the recommendation of repair.